Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The motor control board and the motor end stage board were replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message when unit was switched on and did not rotate. Reportedly, dashed lines appeared for lpm. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Livanova received report that a s5 roller pump gave a motor control failure error message when unit was switched on and did not rotate. Reportedly, dashed lines appeared for lpm. There was no patient involvement. A livanova field service representative was dispatched to the facility to investigate the device. The motor control board and the motor end stage board were replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2007. Based on above facts and considering the aging of the unit, the root cause of the reported issue has been traced back to faulty boards. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, the risk is in the acceptable region. No action is deemed necessary. Livanova will keep monitoring the marked.